Event description:
The service center was informed that a customer returned endoeye flex deflectable videoscope has an image problem during preparation for use. It was reported that when the device was hooked it up, something with the software, the image is black. No patient injury or harm was reported.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer's reported issue could not be confirmed/duplicated as the scope has a good image, no flickering and no distortion. However, during the inspection and testing, the service technician found the bending section cover is a on-olympus. The bending section cover has no/missing adhesive and attributed to a leak. Additionally, and there is heavy restriction during angulation due to the bending section cover. Also, the objective lens at the distal end is leaking. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the imaging unit or the circuit board of the video connector was damaged by liquid or moisture entered into the subject device. Additionally, during repair by the third-party company, the subject device might have received some damages which resulted in an image irregularity. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Operation manual: important information ¿ please read before use: prohibition of improper repair and modification: this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Olympus will continue to monitor the field performance of this device.